Manufacturer narrative:
The device has not been received by olympus. Olympus is making attempts to follow up on the return of the device. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the picture is black when the scope is plugged in. There was no patient involvement associated to this report. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047-2020-06398. The subject device was not returned; therefore, a definitive root cause of the reported complaint cannot be determined at this time. A review of the device's repair history was reviewed; the device was purchased on february 8, 2016 with no repair records. The OEM performed a device history record review; no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported "light source control board malfunction or light source power failure or lamp life/failure" can be attributed to the following: light emission is inhibited due to a failure of the light source control board. Light source power fails and light emission or power required for control is not supplied. Lamp itself cannot fire.